Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no information has been received. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Root cause could be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no information has been received.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient presented at four days post lasik procedure reporting she had rubbed the left eye the previous night because of foreign body sensation. Patient indicated the vision was blurred in that eye. Reporter observed a corneal ulcer, and referred the patient to a local corneal specialist. Additional information has been requested.